Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the male connector on line 11 leaked due to a crack in the connector and could not provide enough pressure to utilize the cardioplegia line. As mitigation, the team replaced the line with an eight-foot pressure line. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b1, b2, & h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.